Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
During pretest the cuff did not inflate. There was no patient involved.

Manufacturer narrative:
(B)(4). The failure mode cuff won't deflate was confirmed in the received sample. A functional and visual inspection was conducted on the valve; it was observed at times the valve would present a slight restriction at the time of extraction, the visual inspection revealed the components were assembled properly at the tube. The tubing was checked for no excess of bonding agent that could clog it but no excess was found. No potential root cause was found. All manufacturing controls were found acceptable and effective to detect the reported failure mode.